Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter disconnection from the reservoir was allegedly found on imaging. It was further reported that the catheter was removed at another facility making the catheter unrecoverable. A new port was placed. No patient injury reported.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI low profile port and cath-lock were returned along with two images for review. The catheter was not returned for evaluation. A visual inspection noted multiple punctures to the port septum, along with tool damage to the cath-lock. While a sample was returned for evaluation, a definitive investigation conclusion could not be determined based on the return sample alone. However, based on the images provided, the semi radiopaque catheter can be confirmed to not be connected to any device. Additionally, the semi radiopaque catheter is confirmed to have migrated distally and was demonstrated to be overlying the margins of the heart; a lateral view of the chest is needed to confirm if the semi radiopaque catheter is located within the patient¿s heart. Therefore, the investigation is confirmed for catheter detachment. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include incomplete/improper connection and material fatigue; however, an incomplete sample prevented identification of a root cause(s).

Event description:
It was reported that approximately five months post port implantation; it was identified under x-ray that the catheter was disconnected from the port. It was further reported that the catheter and port were removed. Another port was placed.

Manufacturer narrative:
Image review summary completed on 06/11/2018: based on the image provided, the identity of a semi radiopaque catheter cannot be determined. Based on the image provided, the semi radiopaque catheter was not connected to any device can be confirmed. Based on the images provided, the semi radiopaque catheter migrated distally and was demonstrated to be overlying the margins of the heart; a lateral view of the chest is needed to confirm if the semi radiopaque catheter is located within the patient¿s heart. The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation is currently under way.

Event description:
It was reported that catheter disconnection from the reservoir was allegedly found on imaging. It was further reported that the catheter was removed at another facility making the catheter unrecoverable. A new port was placed. No patient injury reported.